Manufacturer narrative:
D9 - date returned to MFR null: 3/2/2026 one (1) used. List #011-c3396, 15" (38 cm) smallbore trifuse ext set w/0.2 micron filter, 3 check valves, 3 microclave®, 3 clamps, rotating luer; lot #13636409. The filter was observed to be wetted out. Two (2) new. List #011-c3396, 15" (38 cm) smallbore trifuse ext set w/0.2 micron filter, 3 check valves, 3 microclave®, 3 clamps, rotating luer; lot #13636409. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed from the filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 15" (38 cm) smallbore trifuse ext set w/0.2 micron filter, 3 check valves, 3 microclave®, 3 clamps, rotating luer where the customer reported that one of the sets was discovered to be leaking at the 0.2-micron filter site, when bedside nurse was administering IV antibiotics to a baby in the icua. She needed to swap out the set. The leakage was more noticeable when the baby's arm was in a flexed position and there would have been some back pressure to the flow for administration. The device was changed out for a new set and no further leak was noted. There was no blood loss, and no delay in critical therapy. No adverse operator consequences and no medical/surgical intervention required. There was patient involvement, but harm was not reported as a consequence of this event.